Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s) in the same month as the onset of peritonitis, the patient was treated with vancomycin intraperitoneally (dosage and frequency not reported) for the peritonitis event. On an unknown date, vancomycin therapy was withdrawn. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.